Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she wanted to perform troubleshooting on the insulin pump as she has been experiencing high blood glucose levels of 350 mg/dl. Troubleshooting was performed on the device it alarmed motor error during the high pressure test. Troubleshooting was also performed for the motor error. Customer was advised to discontinue use of the device, revert to her back up plan, and the device needed to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed functional check; passed pump self test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. No unexpected motor error alarms noted and the motor was tested outside of the device and passed. The operating currents were within specifications. The insulin pump was received with minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.